Event description:
Patient had 6-hour aortic and mitral valve replacement last month. Her legs were prepped and draped in sterile fashion with ioban for potential vein grafts. No vein grafts were used. The surgery skin prep was followed per routine: betadine scrub, dry, alcohol, dry, and ioban draping. Surgery staff placed side sheets x 4, groin towel, barrier sheet center of legs, betadine 3-m legs and chest, groin sheet, and chest sheet. Upon slowly removing the ioban drapes, skin tears occurred on patient's medial right thigh, medial left ankle and medial right ankle. Surgery rn described the area as reddened and blistered with clear drainage of thigh wound. Ankle sites were dry. These wounds were dressed with silvadine, telfa and kerlix roll. Plastic surgeon consulted one week later and his exam indicated a large eschar about 4 x 10 cm along medial thigh with surrounding mild erythema, necrotic eschar along medial malleolus of left ankle measuring about 3 x 5 cm, and very small eschar on medial malleolus of right ankle measuring about 1 x 2 cm. All look consistent with full-thickness skin loss from some type of burn. These were not grossly infected and were treated with silvadene. Patient's inr was 1.9 on on the date of the consult, and plan was to do excision and skin grafting of these wounds when inr was 1.5. Inr was 1.5 4 days later and skin graft surgery was done, excising skin from left upper thigh donor site for grafting of bilateral leg burns. Patient is doing well post-op without complications. Surgeon's plan is for discharge later this week. Cause of burns is unknown.